Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4), has been completed. As received, the belt failed incoming testing. Upon evaluation, the red, white, green, and black wires were broken at the solder connections inside the distribution node. The cause of the incoming test failure is the damage solder connections. The root cause of the damaged solder connections cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged solder connection. The patient was issued a replacement electrode belt.

Event description:
During servicing of a (B)(6) year old female patient's electrode belt which was returned for an unrelated issue, a reportable problem was found. The belt failed incoming testing. The patient was issued a replacement electrode belt.